Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient stated they were shopping alone and suddenly felt lightheaded and passed out. The paramedics were called and when they arrived, they checked the patient's blood sugar, the meter was reading 26mg/dl. They administered the patient with glucose and transported the patient to the hospital where they were kept in the emergency room (ER) for a few hours and was released when their blood glucose was normal, and the patient felt better. Additionally, the patient indicated that the receiver did not alert her of her low or urgent low when she passed out. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.